Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
I was reported by the patient that she underwent a right breast lumpectomy procedure on (B)(6) /2013 and suture was used. On (B)(6) 2013, the patient noted a headache and leg pain. On (B)(6) 2013, the patient began having drainage from the incision site and increased pain, headache, and a burning sensation. The patient reported that these are the same symptoms she has when she is having a systemic reaction to an allergen. The patient was seen by her gynecologist on (B)(6) 2013, who performed an ultrasound and determined the patient had a seroma. It was left to drain and the patient was referred to the surgeon. Additional information was requested.